Event description:
The catheter balloon (uterine) ruptured during filling. The patient felt a 'weird feeling' around 30-40cc. The 60cc sterile saline was pushed. Then the catheter slide out with an empty balloon. A new one was used without incident.